Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint record # (B)(4).

Event description:
The initial report stated that the middle stopcock failed by dripping through the bottom. Drugs were then added through the reservoir. There was no patient injury, however no patient information was given. The product was discarded after the case so therefore no lot # was given.

Manufacturer narrative:
The device was not returned and so could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
The initial report stated that the middle stopcock failed by dripping through the bottom. Drugs were then added through the reservoir. There was no patient injury, however no patient information was given. The product was discarded after the case so therefore no lot # was given.